Event description:
Peel-away catheter split and the dilator, when reinserted, went through the peel away catheter and is believed to have caused a pneumothorax in the opposite lung. Chest tube insertion was required. (Also see mw1000252.)